Manufacturer narrative:
Updated data: b5. Corrected data: b1. B2. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the previously implanted surgical valve. The valve dislodged above the sinotubular junction (stj) and the valve was subsequently snared into the ascending aorta while implanting the second valve. Additionally, an extra small non-medtronic guidewire was used during the procedure.

Event description:
It was reported that following implant of a transcatheter aortic valve-in-valve into a previously implanted surgical aortic valve (sav) at a target implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc), a post-implant balloon aortic valvuloplasty (bav) was performed due to the patient's previously placed sav. It was noted that the patient was rapid paced during the bav. Upon the performance of the bav, the valve dislodged to 0-1 mm on the ncc and 0-1 mm on the lcc. Subsequently, a new valve was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.